Manufacturer narrative:
Main component of the system and other applicable components are: product ID 3889-28, lot # v650984, implanted: (B)(6) 2011, product type lead.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that there was a loss of efficacy due to a trauma to the site. Impedances were checked and on all electrodes were over 4,000. The doctor and rep also checked the device. The lead and the implantable neurostimulator (ins) were replaced. The issue was resolved at the time of the report. The lead remained implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.